Event description:
Patient presented in clinic due to receiving a notification. Premature battery depletion was reported. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the labratory. Upon receipt, no communication could be established between the device and the programmer. The device was tested on the bench and on our automated testing equipment and no high current drain sources were found. The battery was returned to the vendor for further analysis. The cause of the depletion could not be determined.